Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer did not power up; power supply found out of electrical specification. Analysis also found the latch tab on power cord door was bent. (B)(4).

Event description:
It was reported the programmer would not power up despite trouble shooting with outlets and cords. Possible power supply issue. The programmer was returned for repair. No patient complications were reported as a result of this event.